Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cuff repair, 3 acromionizer blades were making contact against the sheath. There was little metal powder peeled off, which was removed by suction. The procedure was completed with a s+n back up device. A delay of more than 30 minutes was reported. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found it is not in its original packaging. The blade has biological debris in the chamber and on the cutting surface. The surface of the inner shaft and cutting surface show no damage or spots of wear. The outer shaft of the device has lengthwise scratches in several areas. A functional assessment of the device found it functions as designed with no scraping or catching of the inner blade on the outer shaft. There were no flakes produced when testing the blade using a reference device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.